Manufacturer narrative:
(B)(4). Corrections: lot number, expiration date, device manufacture date. It was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. . Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture could not be replicated/ confirmed in a testing environment based on the returned device condition. In the absence of all components returned for analysis a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after an interventional procedure. Reportedly, when the proglide device when removed, the sutures of the proglide device came out of the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.